Event description:
A pacing lead was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately four months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed) the outer insulation was breached cut and had cosmetic depression; there was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head).